Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery while priming the device. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed on the insulin pump. However, customer stopped troubleshooting as she noted there were air bubbles. Customer then declined further troubleshooting and she was going to change everything out. Customer is not returning the reservoir for further analysis.